Manufacturer narrative:
Reliability analysis inspected 4 opened/used enlite sensors and found 3 of 4 sensors with needle bent inside sensor base. Unable to confirm if customer received sensors in said condition due to customer returned sensors opened/used. Performed bicarbonate buffer test to 1 remaining sensor and the sensor passed per specifications with accurate readings. Also found cannula bent but unable to confirm if customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported high blood glucose and had bent sensor cannula. Customer stated that sensor reading was low and she did not check her blood glucose took juice and checked her blood glucose it was 586 mg/dl. Customer stated that meter gave a calibration error and sometimes it gets loose in her belly and had to remove. Customer also noticed the end was krimpped. Advised the customer that sensor would be replaced. Customer declined to troubleshoot for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.